Manufacturer narrative:
In response to FDA report number mw5084074. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known adverse event addressed in the labeling. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency provided patient report of left-side "my breasts swelled three sizes, massive body pain, high platelets, hashimoto's, rash, food intolerance, unable to speak, dress, elevated pulse, low blood pressure, headaches, fevers, chills, sweats, blood in stool, and pathology reported cancer markers fro bia-alcl in my platelets". No pathological markers were provided. Device has been explanted.